Manufacturer narrative:
Cerner has distributed a priority review flash notification june 22, 2007 to all potentially impacted client sites. The software notification includes a description of the issue and an interim workflow adjustment to prevent the malfunction. A software modification is being developed and will be available to address the issue for all sites that could be potentially impacted. Cerner corporation will provide an update to you when the software correction has been made available to all clients.

Event description:
The issue involves the message center inbox functionality, used within the powerchart core and powerchart office systems. In the message center inbox, a user can make changes to a new pending message and save the changes without saving the message to a patient chart. If the user then performs the same task on a second pending message, the system replaces the entire text of the second message with the entire text of the first message. Text for the second message is lost. Patient care could be adversely affected, as clinical decisions could be based on incorrect information. This issue can be avoided by users opening all pending messages prior to editing and saving changes to the initial message. This issue will affect only those pending messages that are not open while edits are made to the initial message. Cerner has not been made aware of any adverse patient care events that resulted from this issue.